Event description:
Dealer stated that the end user was reaching behind him in his 9tpz wheelchair, to position a pillow, and cut his arm on a rough area on chair. User sustained a skintear to the right arm, bruised and bleeding.